Event description:
It was reported to vyaire medical that the vela ventilator does not display vte (end-tidal volume) . At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received th device for evaluation. Visually inspected vela printed circuit board assembly, found no signs of misuse or damage. Installed printed circuit board assembly on to a known good vela test fixture and connected unit to ac power. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.